Event description:
It was reported that intermittent loss of capture was seen on the cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was contacted, and ts also noted occasional high capture thresholds and additional loss of capture during left ventricular automatic threshold (lvat) tests. Ts discussed programming options. The crt-d system remains in service. No adverse patient effects were reported.